Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. There was no adverse impact to customer¿s blood glucose level. Tandem technical support educated customer on priming the air bubbles out and proper loading techniques.